Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited oversensing during the capture management test and was not detecting true loss of capture. Reprogramming was performed during the procedure. Event resolved the next day. The device remains in use. No patient complications have been reported as a result of this event.